Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 which is indicative of battery voltage too low for the projected remaining capacity. Device replacement was recomended. Subsequently, this ICD was explanted and replaced. No additional adverse patient effects were reported.